Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Carefusion field service engineer (fse) was dispatched to evaluate the device. At this time, the device has not been returned to carefusion¿s failure analysis lab. Fse report: mainboard installed and performed user verification test (uvt) and ran the device overnight

Event description:
The customer reported the vela ventilator stopped working during patient use with transducer (xdcr) fault and ventilator inoperable (vent inop) alarm display. The patient was placed on another ventilator, no patient harm was reported.

Manufacturer narrative:
Per results of investigation, the carefusion failure analysis (fa) lab received the suspect component and installed it on a known good vela ventilator. The display was powered up in service mode. The event error log was viewed and multiple ¿xdrc (transducer) fault¿ errors were noted. Pressure transducer calibrations were performed, as described in the product service manual, and all calibrations passed successfully. The unit ventilated in operation mode. The reported issue could not be duplicated because the unit ventilates as expected. The xdrc errors noted in the event error log will be internally investigated.